Event description:
It was reported that the patient¿s ilet display showed a fill tubing screen while they were disconnected from their body, and support guided the patient to exit the screen; the patient¿s blood glucose was elevated but trending downward, and education and troubleshooting were completed. Symptoms included hyperglycemia. Outcomes included no injury, no hospitalization, and no alerts or alarms. Investigation included remote troubleshooting and user education. Investigation of this case revealed that a device user interface state occurred during disconnection, with no confirmed device malfunction and no component failure identified. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.